Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in the clinic. Interrogation of the pulse generator noted that the pulse generator exhibited under-sensing of p-waves in an atrial tachycardia (at) / atrial fibrillation (af) episode. The patient had no adverse consequences.